Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 8th july 2010 and passed a self-test on the 11th july 2010. The device failed multiple self-tests due to a low battery in july 2010. Temperatures are recorded below the recommended stand by temperature. An increase in voltage suggests a further pad-pak was installed. The device records manual power ups of 10 minutes duration between the 11th august 2016 and the 21st september 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.